Event description:
It was reported by service report that the siderail was damaged and the I bed had error 301. No adverse consequences have been reported.

Manufacturer narrative:
Result: side rail latch.